Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2014 without special events, screwing operated properly. A reintervention was performed on (B)(6) 2014 following a lead dislodgment. Disconnection of ventricular is-1 lead was unsuccessful with a non sorin screwdriver. As soon as the screwdriver was inserted in the connector head, the physician felt that the screwdriver didn't hook as usual. A second non sorin screwdriver was then used, without success. The lead and the device were explanted. A second operator attempted to unscrew with one of the non sorin screwdriver. He succeeded with large pressure forces between the screwdriver and the setscrew. He performed screwing tests to ensure the clamping of the ventricular is- 1 connector. Unfortunately, the screwdriver did not hook anymore. Another ICD and another ventricular lead were implanted. The subject device will be returned for analysis.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2014 without special events, screwing operated properly. A reintervention was performed on (B)(6) 2014 following a lead dislodgment. Disconnection of ventricular is-1 lead was unsuccessful with a non sorin screwdriver. As soon as the screwdriver was inserted in the connector head, the physician felt that the screwdriver didn't hook as usual. A second non sorin screwdriver was then used, without success. The lead and the device were explanted. A second operator attempted to unscrew with one of the non sorin screwdriver. He succeeded with large pressure forces between the screwdriver and the setscrew. He performed screwing tests to ensure the clamping of the ventricular is- 1 connector. Unfortunately, the screwdriver did not hook anymore. Another ICD and another ventricular lead were implanted. The subject device will be returned for analysis.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2014 without special events, screwing operated properly. A reintervention was performed on (B)(6) 2014 following a lead dislodgment. Disconnection of ventricular is-1 lead was unsuccessful with a non sorin screwdriver. As soon as the screwdriver was inserted in the connector head, the physician felt that the screwdriver didn't hook as usual. A second non sorin screwdriver was then used, without success. The lead and the device were explanted. A second operator attempted to unscrew with one of the non sorin screwdriver. He succeeded with large pressure forces between the screwdriver and the setscrew. He performed screwing tests to ensure the clamping of the ventricular is- 1 connector. Unfortunately, the screwdriver did not hook anymore. Another ICD and another ventricular lead were implanted. The subject device will be returned for analysis.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2014 without special events, screwing operated properly. A reintervention was performed on (B)(6) 2014 following a lead dislodgment. Disconnection of ventricular is-1 lead was unsuccessful with a non sorin screwdriver. As soon as the screwdriver was inserted in the connector head, the physician felt that the screwdriver didn't hook as usual. A second non sorin screwdriver was then used, without success. The lead and the device were explanted. A second operator attempted to unscrew with one of the non sorin screwdriver. He succeeded with large pressure forces between the screwdriver and the setscrew. He performed screwing tests to ensure the clamping of the ventricular is- 1 connector. Unfortunately, the screwdriver did not hook anymore. Another ICD and another ventricular lead were implanted. The subject device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2014 without special events, screwing operated properly. A reintervention was performed on (B)(6) 2014 following a lead dislodgment. Disconnection of ventricular is-1 lead was unsuccessful with a non sorin screwdriver. As soon as the screwdriver was inserted in the connector head, the physician felt that the screwdriver didn't hook as usual. A second non sorin screwdriver was then used, without success. The lead and the device were explanted. A second operator attempted to unscrew with one of the non sorin screwdriver. He succeeded with large pressure forces between the screwdriver and the setscrew. He performed screwing tests to ensure the clamping of the ventricular is- 1 connector. Unfortunately, the screwdriver did not hook anymore. Another ICD and another ventricular lead were implanted. The subject device will be returned for analysis.